Manufacturer narrative:
The device is currently being sent back to microline surgical, inc. For investigation. It is important to note that this device is part of a system, in which device #1122, m/l-10 clip cartridges was used with the clip applier. Both devices are to be returned and investigated.

Event description:
(B)(6) 2024: operation cholecystectomy went well, the patient went home and everything was ok (B)(6) 2024: the patient was re-operated and arterial leakage was found. The patient is doing well. He is at home.